Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients heart rate was pacing below the programmed rate at 43bpm. The right ventricular (rv) lead exhibited oversensing, high thresholds and a high impedance warning. The implantable pulse generator (ipg) was explanted and replaced. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.